Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a wedge resection, the doctor fired three staple reloads and noticed two of the legs from staples from the first firing were sticking out, sideways. The doctor wasn't able to correct the staples. The doctor performed a leak test and the test passed successfully. The procedure was completed at that point. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57k72. Device evaluation: the analysis results that one psee60a device was returned with no visual non-conformances and with three gst60d cartridges reloads present. The cartridge (p57f2j) was received unfired. The cartridge (n5331g) was received fully fired. The cartridge (p55906) was received fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: image provided shows a piece of tissue with a staple line, staple legs can be seen protruding from the tissue. Based on the image alone the event describe is confirmed.